Event description:
On (B)(6) 2012, the patient's father contacted animas to report frequent loss of prime warnings. The patient's father claimed the patient was receiving these warnings at least twice a week for the past few months. The reporter stated the patient changed out cartridge/site/set the day prior due to loss of prime warning. At the time of the call, the patient's father stated that the patient woke up that morning with another loss of prime warning and an elevated blood glucose (bg) level which has been running in the 400's to 500's mg/dl all day. The reporter denied that the patient developed any symptoms suggestive of hyperglycemia and stated the patient received an insulin injection at school for the elevated bg level. At the time of troubleshooting, the reporter confirmed the subject pump was not rebooting or that the cartridge/battery was not removed without priming. Customer support noted there were no related alarms in pump history and the reporter denied any changes in temperature or force. The reporter stated he changed out cartridge, site and set on the day prior after having received a loss of prime warning. This complaint is being reported because the patient reportedly obtained a bg reading equal to or greater than 500 mg/dl while on insulin pump therapy. Based on the information provided, this report is based on the indication that insulin pump use could not be ruled out as a cause or contributor to the event. The subject pump alerted the patient of the insulin delivery interruption. The owner's booklet instructs the user to be prepared to give his or herself a injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
Device evaluation follow-up #1: submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013, with the following results: black box review shows two unusual"¿loss of prime" warnings due a low non-zero force on the reported failure period. Total daily insulin deliveries add up correctly and reveal the user's programmed basal target, the pump powers up normally and passes "ez-prime" steps, the pump primes successfully. The unit was exercised for 24hr, no loss of prime or any alarm occurred during testing. Force sensor calibration reading is within specification. The pump passed a 29 hour flow test, and when opened, no defects were found in the force sensor and the power flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.